Event description:
It was reported that during a laparoscopic roux-en-y procedure, the device was fired three times total. On the second firing on the gastric pouch creation the distal 1/3 of the staple line did not form staples. The staples were a u shape. They continued the staple line fire because initially it appeared like it was only the third row: the row furthest from the blade where staples did not form. However, when they passed the anvil through for the anastomosis, more of the staple line opened completely. The surgeon purse string sutured around the anvil and created the anastomosis where the staple line came apart. The procedure was extended about 35 minutes. The patient is fine, no patient impact.

Manufacturer narrative:
(B) (4). (B) (4). Evaluation summary: the analysis results found that the device was returned in good visual condition and with no reload present on the device. However, 4 reloads were received inside the bag in good visual condition, void of staples and with no damage to the lockout. The device was tested for functionality with a test reload and it fired, cut and formed the staples as intended. The device fired with out any difficulties, the staple line was complete, the cut line was complete and the staples were noted to have the proper b-formed shape. A batch record review was performed and no anomalies were found during the manufacturing process.